Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5104198 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including bii, pain, sensitive to wear clothes, inflammation, memory loss, sleep disturbance, emotional disturbances, necrosis. The patient also reported bilateral capsular contracture baker grade unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2021. This report is for the second of two devices.